Event description:
It was reported that after 10 days on centrimag support, and without previous problems, the pump stopped, and the screen showed "disconnected motor." The motor was still connected to the console. The console and motor were exchanged.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag 2nd generation primary console (serial number: (B)(6) was returned to the european service depot (edc) and was evaluated and tested on (B)(6) 2023. The console was functionally tested and passed all testing. A log file was downloaded for review (log: (B)(4) that showed spanning approximately 3 days (on (B)(6) 2022 ¿ on (B)(6) 2022, on (B)(6) 2023 per time stamp). Events occurring on 17jan2023 were recorded during testing at the european distribution center (edc). A motor disconnected alarm was activated during testing at the edc on (B)(6) 2023 at 12:55:37. Reproducing the reported event. The console was powered down on (B)(6) 2022 at 19:38:22. There were no other notable alarms active in the log file. The centrimag console was evaluated and passed all testing. The cause of the reported event of a motor stop was isolated to the returned centrimag motor (serial number: (B)(6) and is addressed via manufacturer reference number 3003306248-2022-14516. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and quality assruance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 15 entitled ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the issue resolved with exchange of the console and motor, the patient did not experience any adverse events, and that the patient was stable following the event. Related manufacturer report number: 3003306248-2022-14516.